Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code. The (fse) contacted bmet and stated top screen is cracked and no errors were found. Upon inspection the fse confirmed the reported issue. As per service manual the fse replaced top screen (0160-00-0127). The cracked glass is non-returnable and is a bio-hazard. Product passed all functional and safety tests per factory specifications. Unit was cleared for use.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is danny wallrabenstein a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use during routine check the cardiosave intra-aortic balloon pump (iabp) had broken top screen. No patient involved. No harm occurred.